Manufacturer narrative:
Reporting the correct product, (B)(4), floor mount fastener and serial number, unknown.

Event description:
It was reported by repair work order that the cot can raise in the ambulance due to a misaligned infastner shut off and slider magnet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the cot can raise in the ambulance due to a misaligned infastner shut off and slider magnet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was confirmed that the cot did not have any reported unintended motion or electronics failure in this event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the cot can raise in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.